Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during startup for a laser assisted cataract procedure an unintended gantry movement occurred. Reporter indicated no patient was involved, and all laser assisted procedures for the day was cancelled.

Manufacturer narrative:
The field service engineer (fse) went on site for the reported unintended gantry movement before surgery. During the on site visit the fse replaced a cable assembly to address the reported event. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Based on the information obtained, the root cause of the reported event can be attributed to the non-conforming cable assembly. However, it¿s unknown at this time how the damage occurred. The manufacturer internal reference number is: (B)(4).